Event description:
Alleged event: the balloon deflated and the catheter came out of the patient. A new catheter was inserted. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore, a DHR review could not be conducted. There was no complaint device returned for investigation; therefore, no physical assessment could be conducted. Leak balloon could be due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted. Therefore this complaint is not confirmed.

Event description:
Alleged event: the balloon deflated and the catheter came out of the patient. A new catheter was inserted. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.